Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device.the exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, there was possibility that this phenomenon was attributed to the failure of the converter, which might be caused by the aging degradation of the converter component due to repeatedly long-term use.if additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found that the image of the subject device was not displayed and the lamp did not ignite, even though the power indicator on the front panel lit up. There was no report of patient injury associated with this event. Sorc checked the subject device and found that the reported phenomenon was duplicated and the converter had failure.